Event description:
Complainant reports: "my problem was that my skin was having an allergic reaction to the picture frame (convatec wafer number (B)(4)). I'd been using this wafer for years for my illeostomy without trouble until this allergy appeared. It caused my skin to redden and weep. Wear time was reduced to about only three days. A dermatologist prescribed cordran tape (flurandrenolide tape, usp). I peeled the backing from the picture frame and apply the tape to it, completely covering the picture frame on the side that will be applied to my skin. This completely solved the problem. My wear time is about a week now. Please consider introducing a wafer that has the cordran ingredients already in it"

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. Additional received on 06/11/2014 is as follows: end-user returned call and stated that skin issues began two (2) to two and a half (2.5) years ago. End-user first saw et nurse who referred him to dermatologist (date unk) who prescribed cordran tape to be used under the tape boarder edges, which he used. End-user does not have lot number of product used and has declined samples of barrier without tape collar or moldable hydrocolloid tape border at this time. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional info become available, a follow up report will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.